Event description:
It was reported that the patient arrived at the hospital with a decubitus of the device. The device was explanted and the extensions were cut at the level of the neck. The device was not replaced. The physician preferred to treat the patient with antibiotics. The patient incurred no injury and was okay.

Manufacturer narrative:
(B)(4).